Event description:
It was reported via remote transmission that the patient's right ventricular lead exhibited noise reversion. No intervention was performed and the patient will continue to be monitored. The patient was in stable condition.